Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1.initial reporter facility name: (B)(6) health center. H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for damaged tube was observed. The sample was evaluated by visual examination and the indicated failure mode for damaged tube with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. This molding defect is commonly known as a ¿double shot¿ and is created when a molded component does not transfer from the cavity to the core during the demolding process. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a leakage from the tube. There was no report of impact to the patient or user.